Event description:
Boston scientific received information that a high out of range pacing impedance measurement was detected on the right ventricular lead. The physician checked the lead and everything was fine. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information reported that the ICD system has continued to exhibit high pacing impedance measurements through the remote monitoring system indicating that the issue is still ongoing.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Additional information was later received indicating this device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) in (B)(6) 2012. High out-of-range pace impedances measurements continue to be observed on the rv lead in addition to high pacing thresholds despite use with a new device. The physician plans to continue monitoring the issue with increased follow-up. No adverse patient effects were reported. This lead remains in service.